Event description:
It was reported that water flushed out of the battery housing of the device during preparation for use. A back-up device was retrieved to complete the surgery. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.